Event description:
It was reported that when using the pyxis medstation es system ms3n auxiliary drawer 2.2 pocket b3 failed and not available for medication dispensing. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.2 half-height all pockets were not detected on the communication bus. A field service engineer replaced the band, but still the same issue; replaced the faulty drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.